Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak at the cylinder. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by the customer prior to use the cardiosave intra-aortic balloon pump (iabp) had a helium leak at the cylinder. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Helium leaking from high pressure regulator when helium bottle is opened. The fse replaced regulator and tested. No leaks found and passed all testes. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.